Event description:
It was reported that following a system replacement procedure on (B)(6) 2022 [related manufacturer reference number:1627487-2022-03669 & 3006705815-2022-15308. The patient went into atrial fibrillation and was unable to be programmed post-operatively.

Event description:
Additional information indicates the patient was cleared for reprogramming and effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.